Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 73-year-old male patient with a medical history of coronary artery disease (cad), coronary artery bypass graft (CABG), and renal insufficiency presenting in post-cardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) scai stage d shock on multiple inotropes, vasopressors, intra-aortic balloon pump (iabp) and ventilator support prior to initiation of support. The impella was inserted for ventricular support during high-risk CABG surgery. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) displayed ¿impella position unknown¿ alarm with low pulse pressure in motor current, left ventricular (lv) signal of 15/-26, and flows of 2.0 l/min. There were no impella suction alarms. After investigation, an echocardiogram showed the impella was deep and buried in the lv lateral wall. It was noted the ¿impella position unknown¿ alarm seemed inappropriate for the condition and should have been an impella suction alarm. The patient also developed hematoma at the impella access site. It was noted there was patient movement during impella support. The hematoma was treated with manual pressure and estimated blood loss was 10 cc. The post-procedure outcome was unknown. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
Update information: h6 clinical code added e1906. H6 impact code changed from f12 to f19.